Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
It was reported that the patient experienced leakage at site issue on (B)(6) 2025. It was stated that the patient had blurry vision due to leakage and high blood glucose levels upto 291 mg/dl for five to six hours but no treatment was given except for site change. The patient also experienced hypoglycemia episode after system over-correction, upto range 51 mg/dl for about 30 minutes. The patient was treated with carbs.